Event description:
It was reported that low impedance was observed upon interrogation. Fluoroscopy revealed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).